Event description:
Patient reported they have stopped using the aligners several months ago due to their dentist stating that they were causing their gum disease to worsen. The patient has had to have treatments for their gums. They also reported they have an implant and the aligners was causing pain to the implant and area. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.